Event description:
It was reported by the patient that she felt like she was being electrocuted for three days. The lead remains in use. No additional information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.